Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-48314. It was reported the patient experienced charging issues with one of their scs ipgs. In turn, the patient underwent surgical intervention wherein both ipgs were explanted and replaced to address the issue. It is unknown which ipg is related to the issue. Therefore, all suspected devices will be reported.